Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that the device showed a blue screen. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Correction: d4. The device was not returned to zoll medical corporation; however, through communication with the reporter, technical support advised them to replace the mainboard. A quote was provided; however, no response has been received from the reporter after follow up emails were sent. At this time, we are unable to determine root cause and will provide a supplemental report should more information be provided.